Manufacturer narrative:
Evaluation: unit received and tested as received. Unit passed all performance tests. The complaint could not be duplicated.

Event description:
Reporter stated that caller from facility reported that different leds will come on at inappropriate times during compounding. The leds involved include no flow, complete and device. Since the lcds showed that the unit was delivering properly, the compounded bags were used. No reports of any adverse events have been received. The user was advised not to use the unit, which will be sent to product services for evaluation.